Event description:
It was reported that the right ventricular lead had elevated thresholds and varying impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The outer insulation had a breached cut. The defib conductor was distorted. The defib conductor and the distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed apparent implant damage.